Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth necrosis.

Event description:
The customer reported nerve damage on teeth (#12, #26) while wearing the aligners. Medical intervention was required, and root canal was performed. Aligners were discontinued for this case. Patient identifier is (B)(6) and issue ID is (B)(4).